Event description:
It was reported the patient received the following results within 15 minutes: 600 mg/dl and 150 mg/dl. On another day, the patient received the following results within 15 minutes: 400 mg/dl and 130 mg/dl.